Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported blood glucose (bg) levels ranging from 71-119 (mg/dl). Customer reported that bg level of 71 mg/dl was due to entering more carbs than was actually taken for a food bolus. During system check with tandem technical support, the occlusion was found to be in the cartridge. A new cartridge was loaded onto the pump and the customer resumed insulin delivery successfully.